Event description:
It was reported to medtronic minimed that the customer experienced pump alarmed low battery customer went to change the battery and the pump died, blank display and device labels, including serial number and dome label stickers reported as missing, removed, worn, faded, or damaged following usage. The customer reported no adverse event. The event involved product(s) mmt-1715kr. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1715kr was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump failed to boot up once installing aa battery, blank display noted. Unable to perform the sleep current test, active current test, and self test due to blank display. Unable to lock a test p-cap into the reservoir compartment due to missing retainer ring. Unable to download pump history files or traces using thus software due to blank display. Pump was cut open to perform visual inspection and found a misaligned battery tube. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, missing o-ring (reservoir tube), broken reservoir tube lip, broken battery tube threads, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, detached retainer, and missing display window/cover. Blank display was confirmed during testing due to a misaligned battery tube. Cosmetic damage was confirmed. Retainer ring missing was confirmed during visual inspection. Moisture damage was confirmed found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.